Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a tva sacral colepexy, the device would not activate. A new device of the same type was used to continue the procedure, and no patient injury occurred. Examination of the returned sample on (B)(6) found the device would self activate when shaken.

Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: (B)(6) 2017. Date of follow-up report: 02/08/2017. One ls1020 was received for evaluation. Visual inspection found the jaw wire was extended into a wire loop. This did not cause or contribute to the reported condition. The reported condition was confirmed. The device was recognized when plugged into the generator, but it would self activate when moved. Further investigation found the tip of the switch button was damaged, resulting from excessive force or excessive use. The switch became permanently depressed, causing self activations. The investigation identified the cause of the reported event to be excessive wear on the button. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.